Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient was doing a different job at work and patient got pain in back that had been off and on. Patient was pushing around a 900lb device on an uneven floor and they got stuck on the floor. Patient's back started hurting and felt the pain off and on. The pain felt like needles poking as with pins around the ins area. Patient had never had this happen with the last device patient had. Patient confirmed ins was replaced due to normal battery depletion. Patient stated since the pain started around the ins area as they has had 3 accidents on (B)(6) 2018. Patient increased stimulation and they could feel stimulation. Patient didn't have accidents prior to the pain around ins area. Patient called doctor yesterday and doctor office then contacted representative the issue, mar-2018. Patient heard back from representative today regarding the issue. Patient stated that the representative had never heard of this happening before. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.